Event description:
Acromioplasty electrode used during arthroscopy of left knee. No problems were experienced throughout the procedure. When electrode removed from cannula, it was noted that the tip of electrode was missing. Dr visualized the inside of knee with arthroscope & irrigated the knee. Contents of specimen trap felt for any foreign substance. None noted. Specimen sent to pathology. No foreign substances noted in pathology report.